Manufacturer narrative:
The customer reported that the device failed the opcheck test and experiencing a leads off condition. Also noted was a pacing failure. Philips evaluated the device and was not able to confirm any of the customers' reported symptoms. The device had no errors in the error log and was found to be fully functional. Parts were replaced at the discretion of the repair personnel. We will consider this to be a malfunction based on the customers' reported symptoms. We were not able to confirm that there was a malfunction. The cause cannot be determined.

Event description:
The customer reported that the device failed the opcheck test and experiencing a leads off condition. Also noted was a pacing failure.